Event description:
It was reported that a tx60b was used during an unknown procedure. It was reported by the affiliate that the instrument would not staple rectal stump at all. The surgeon put some overstitches to finish the case. 10/14/1998 additional info from affiliate. The tissue was not stapled at all and reanastomosis was created by a new stapler. The procedure was a lar. The device will not be returned.